Event description:
It was reported patient underwent total left hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014, due to a loose cup. The cup, liner, and modular head components were removed and replaced. The stem was well fixed and remained.

Manufacturer narrative:
The follow-up report is being filed to correct information that was reported in error on the initial report. Corrected data: date of revision: (B)(6) 2014.

Event description:
It was reported patient underwent total left hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014, due to a loose cup. The cup, liner, and modular head components were removed and replaced. The stem was well fixed and remained. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown, date implanted - unknown, manufacture date ¿ unknown.